Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver has been returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The supplier, a syncardia authorized warehouse, reported that the companion 2 driver exhibited an alarm and the wrong user interface boot-up screen.

Manufacturer narrative:
The customer-reported issue of the companion 2 driver displaying the improper user interface at boot up was confirmed upon driver startup. The root cause of the bios menu being seen at driver startup was due to a deep cell depletion of the 3 volt cmos battery. When this occurs, the driver will not have the required voltage needed to maintain settings stored in the device memory, leading to a prompt to the user to reprogram the bios at boot up, as that data would be lost at each instance of power down without a functioning cmos battery. The root cause of the cmos battery reaching deep cell depletion could not be conclusively determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4664 follow-up report 1.